Event description:
Baxter affiliate in japan reports a pump segment tubing leak in upper segment of tubing during apd treatment. Affiliate reports no pt injury or medical intervention as a results of incident.